Manufacturer narrative:
Device expiration date: unknown initial reporter first name: the initial reporter is known on twitter as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 12-15 bd insulin syringes with bd ultra-fine¿ needles were not functioning. The following information was provided by the initial reporter: just lately my bd viva pen needles 0,25mm 31g 5mm have a failure rate of between 12-15 needles per 90 pack.

Manufacturer narrative:
Device expiration date: unknown initial reporter first name: the initial reporter is known on (B)(6) as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 12-15 bd insulin syringes with bd ultra-fine¿ needles were not functioning. The following information was provided by the initial reporter: just lately my bd viva pen needles 0,25mm 31g 5mm have a failure rate of between 12-15 needles per 90 pack.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that 12-15 bd insulin syringes with bd ultra-fine¿ needles were not functioning. The following information was provided by the initial reporter: just lately my bd viva pen needles 0,25mm 31g 5mm have a failure rate of between 12-15 needles per 90 pack.